Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there was a loud noise coming from the hls module. The product was exchanged. The failure occurred on treatment day 29. The affected hls set was investigated in the getinge laboratory on 2024-02-21 with following conclusion: the failure could not be reproduced, the product functioned as expected. Clots were found in the pump which can lead to a noise. Further most probable root causes for the reported failure are: vibration in other components. Wrong attachment of device. The exact root cause remains unknown. According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. According to the final test results, the modul passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "noise of the hls module" could be confirmed, but was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is 1864862. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00552).

Event description:
It was reported that there was a loud noise coming from the hls module. The failure occurred during treatment on day 29 and the product was exchanged. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.